Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. (B)(4). Routine testing confirmed that the pad-pak was installed by the customer on the (B)(6) 2016. Investigation found the fault can be attributed to capacitor c9 failure. The pad-pak, which contains electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.